Event description:
Customer's mother reported that the insulin pump was not delivering insulin properly and going through a lot of batteries. Blood glucose was 456 mg/dl at the time of call. Customer has been experiencing high blood glucose and has contacted her physician. She has been using manual injections. Trouble shooting was performed and found that the drive support cap was loose. The insulin punp will be replaced. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.